Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that upon handling the rod of a (B)(4) 22.5 diopter preloaded injector, the rod passed below the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.